Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported "we are seeing multiple lines kinking at the same spot and this is post xray. We have about 6 known at this point. The other's that we have seen, I can't verify the loop/kink s/p placement as we just started requesting a full view of the arm along with the chest x-ray. We are finding it very interesting that it has happened to most of our staff and the loop/kink is always happening in the same spot. These are the ones that we have caught, worried that there are lines out there in suboptimal position." This report addresses the second catheter.